Event description:
Meter name: one touch ultra. Strip name: one touch ultra test strips. Meter code: unk. Strip code: unk. Strip storage: unk. Symptoms: "unable to answer people's questions." The pt reported that they could not test on the meter and went to the hosp. The meter allegedly was not powering on. There was no result obtained from the pt's meter. There was a result of 30 (units not specified) documented from the hosp. There was no comparison between the pt's meter and the hosp meter. The treatment was with "sugar water". The issue was resolved on the phone with the ccr.